Event description:
According to the reporter: an endostitch needle had to be left in a patient because it was so embedded in a ligament that the surgeon felt it was safer to leave in the patient.

Manufacturer narrative:
(B)(4).